Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
According to the reporter: the patient alleged injury. Medical history: stress urinary incontinence.